Event description:
As reported to o.t. By the patient on 1/13/94 at 7 a.m. The pt. Was toileting in bathroom, when pt went to get uppp from the raised toilet seat flipped up & off the commode causing the pt to fall on bathroom floor.